Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the screen was blacked out, and the remote smart service (rss) was offline. The customer attempted troubleshooting by switching the unit off and on using the rear power switch; however, the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the auxiliary drawer 3,1 was causing station not to boot up. A field service engineer (fse) replaced the drawer controller. The system functioned as intended after field service engineer repaired the device.